Event description:
The customer's mother reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading at the time of the event was over 600 mg/dl. He was treated with manual injections. Prior to the event, the customer experienced vomiting, stomach pain, rapid heart beating, excessive thirst and urination. He was not kept overnight at the hospital and when he returned home, physical exercise brought his blood glucose down from 300 mg/dl to 200 mg/dl. During troubleshooting, the pump passed all tests. The customer was advised to do a set change. The current blood glucose level is 123 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.